Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones and recorded a fault code 1006 indicative of high voltage detected on the lead during device charging. Boston scientific technical services (ts) discussed that this can been seen in situations where external shock therapy is delivered. Ts recommended verifying if the patient had received external shock therapy and if not, discussed troubleshooting options to verify lead integrity. Lead testing was performed and all lead diagnostics were noted to be stable and within normal limits. An invasive procedure was performed. The device was explanted and replaced and the lead remains implanted and in service. No additional adverse patient effects were reported.